Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the medium-large clip applier was not holding the clip correctly. The jaws on the medium-large clip applier were also not closing/clipping the clip. A clip fell into the patient and was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if there was any injury or harm to the patient. The procedure was continued with a new robotic clip applier and was completed. The incident with the medium-large clip applier occurred prior to the clip application with the instrument in the patient. The clip fell off the medium-large clip applier while inside the patient. The clip fell out of the clip applier and was retrieved from the patient's anatomy using other robot arm instruments and prestige from the assist port. It was confirmed that all clips were retrieved. No post-operative tests, like an x-ray or ultrasound, were performed to check for remaining clips. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is not available for return to isi for evaluation and it was tagged to be thrown out. There are no photos and/or videos of this event available for isi review.